Event description:
New nicu tpn tubing filter leaked. Leak discovered during bedside setup. The filter is made from the filter material sandwiched between plastic discs. Fluid appeared to leak from the seam between the discs. Fluid pathway presumed compromised. Tpn wasted. Alternative tpn with new tubing provided. Of note, 2 additional filters from the same lot number failed during the priming of the new tubing. Filters preserved for investigation if warranted. Bd maxzero model mz9289 lot 24089001 exp 08/01/2027. Patient code:4582 device code: 1354;4040. Reference report: mw5178889, mw5178890.